Event description:
Reported due to stroke. The physician performed balloon dilation with another brand of baloon prior to successfully deploying the emboshield (6.0mm). It was reported that the patient was hypotensive after balloon predilation which required dopamine administration. The embolished was followed by another brand ot balloon dilation prior to the xact stent which was successfully deployed. The target site lesion vessel location was the left common carotid artery. Pre-procedure stenosis was 90% and vessel diameter at the target lesion was 6.5mm. There was a thrombus present at the target lesion. Post stent dilation was performed with another brand of balloon. The visual estimate of final residual stenosis at the target lesion was 10%. It was reported that "during stent deployment, the patient had global confusion, mental weakness expressive aphasia." It was reported that "the patient may have been suffering global cerebral ischemia from a combination of hypertension and the ischmic time given the severity of the stenosis." The follow up arteriogram demonstrated that "the stent was widely patent with good flow.